Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 15-16, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported condition could not be identified as the photo sample consisted of boxes and not the actual sample. The reported condition could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified contaminants were observed in an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. The contaminants were observed while inspecting the product after filling the bag with solution prior to patient use. There was no patient involvement. No additional information is available.